Event description:
Pt was implanted with a depuy hip on (B)(6) 2011. This hip has popped out three times in (B)(6) 2011. She was taken to the ER at every occasion. She can hardly perform regular daily living activities without her hip popping out.